Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity>>. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant the scar tissue was heavy thus after placing this right ventricular (rv) lead the parameters were not ideal. The pacing thresholds were high while the sensing was low. Several other positions were attempted with similar results. The lead was withdrawn from the body and it was found that the helix of the lead did not extend and the tip was deformed, thus it was not possible to fixate into the myocardium. The lead was thus replaced. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.

Manufacturer narrative:
This report is being filed to correct the additional manufacturing narrative field. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the electrode tip found a deformed/bent helix. Laboratory testing was unable to reproduce the reported clinical observation of high capture thresholds while the other clinical observations were confirmed based on the bent helix. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant the scar tissue was heavy thus after placing this right ventricular (rv) lead the parameters were not ideal. The pacing thresholds were high while the sensing was low. Several other positions were attempted with similar results. The lead was withdrawn from the body and it was found that the helix of the lead did not extend and the tip was deformed, thus it was not possible to fixate into the myocardium. The lead was thus replaced. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.

Event description:
It was reported that during the implant the scar tissue was heavy thus after placing this right ventricular (rv) lead the parameters were not ideal. The pacing thresholds were high while the sensing was low. Several other positions were attempted with similar results. The lead was withdrawn from the body and it was found that the helix of the lead did not extend and the tip was deformed, thus it was not possible to fixate into the myocardium. The lead was thus replaced. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.